Event description:
As reported, the saber rx 5mm 20cm was inflated but the pressure leaked and the balloon part unable to be inflated completely. It was noted the leak was coming from the shaft/exit port. The device was replaced with a new saber 5mm 25cm. There was no reported injury to the patient. The lesion was in the superficial femoral artery (sfa) which had a stenosis. An ipsilateral approach was made. A unknown .014 wire was used to cross the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. It was prepped normally and was able to maintain negative pressure. The intended lesion was in the superficial femoral artery (sfa). The vessel was noted to have moderate tortuosity. The lesion was also noted to have moderate calcification. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon through the vessel and no difficulty crossing the lesion. The device was never in an acute bend and did not kink while being used. The inflation device was filled with a contrast/saline ratio of 1:1. That same inflation device was used successfully with other device during the case. The device was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82221004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the saber rx 5mm 20cm was inflated but the pressure leaked and the balloon part unable to be inflated completely. It was noted the leak was coming from the shaft/exit port. The device was replaced with a new saber 5mm 25cm. There was no reported injury to the patient. The lesion was in the superficial femoral artery (sfa) which had a stenosis. An ipsilateral approach was made. A unknown .014 wire was used to cross the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. It was prepped normally and was able to maintain negative pressure. The intended lesion was in the superficial femoral artery (sfa). The vessel was noted to have moderate tortuosity. The lesion was also noted to have moderate calcification. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon through the vessel and no difficulty crossing the lesion. The device was never in an acute bend and did not kink while being used. The inflation device was filled with a contrast/saline ratio of 1:1. That same inflation device was used successfully with other device during the case. The device was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, h1, h2, h3 and h6 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the saber rx 5mm 20cm was inflated but the pressure leaked and the balloon part unable to be inflated completely. It was noted the leak was coming from the shaft/exit port. The device was replaced with a new saber 5mm 25cm. There was no reported injury to the patient. The lesion was in the superficial femoral artery (sfa) which had a stenosis. The vessel was noted to have moderate tortuosity. The lesion had an 80% stenosis and moderate calcification. The device was not being used to treat a chronic total occlusion (cto). An ipsilateral approach was made. An unknown .014 wire was used to cross the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, while advancing the balloon through the vessel and no difficulty crossing the lesion. The device was never in an acute bend and did not kink while being used. The inflation device was filled with a contrast/saline ratio of 1:1. That same inflation device was used successfully with other devices during the case. The device was removed intact from the patient. The product was returned for analysis. A non-sterile saber rx 5mm x 20cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a clear plastic bag. Per visual analysis, the balloon profile was inspected, and it appears to have been previously inflated. The body shaft of the unit was inspected and no damages on the body shaft of the unit were noted by the naked eye. Per functional analysis, inflation/deflation testing was performed on the unit. A lab sample inflator/deflator device partially filled with water was attached to the unit and positive pressure was applied. A leakage was observed in the body shaft of the saber rx on the blue portion of the shaft between the balloon and the guidewire exit port of the unit. Per microscopic analysis, the unit was sent to sem analysis to identify the possible root cause of the leakage. Results showed that the saber rx 5mm20cm 155 catheter complaint unit presented evidence of a ruptured condition explained in the complaint along with scratch marks located on the external surface of the shaft, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82221004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. He reported ¿body/shaft leakage- in patient¿ was confirmed via device analysis. However, the exact cause could not be determined. Device analysis revealed the body/shaft was torn and a leakage was noted from the torn area upon functional analysis. The outer surface of the shaft presented evidence of scratch marks near the torn area. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics of 80% stenosis with moderate calcification, may have contributed to the reported event as calcification can damage the body/shaft material. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber rx 5mm 20cm was inflated but the pressure leaked and the balloon part unable to be inflated completely. It was noted the leak was coming from the shaft/exit port. The device was replaced with a new saber 5mm 25cm. There was no reported injury to the patient. The lesion was in the superficial femoral artery (sfa) which had a stenosis. An ipsilateral approach was made. A unknown .014 wire was used to cross the lesion. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. It was prepped normally and was able to maintain negative pressure. The intended lesion was in the superficial femoral artery (sfa). The vessel was noted to have moderate tortuosity. The lesion was also noted to have moderate calcification. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon through the vessel and no difficulty crossing the lesion. The device was never in an acute bend and did not kink while being used. The inflation device was filled with a contrast/saline ratio of 1:1. That same inflation device was used successfully with other device during the case. The device was removed intact from the patient. The device will be returned for evaluation.